Manufacturer narrative:
(B)(4). Date sent 1/28/2026. D4 batch #a98424. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage, and the tyvek was returned along with the instrument. Upon testing, the device was fired and the clips did not advance into the jaw. The tip of the advancer was noted to be bent. Disassembly confirmed the advancer was bent and eight (8) clips were found inside the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98424 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #el5ml, with lot/batch #a98424, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the device could not be fired (the grasping force of the trigger was higher than expected), and also the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.